Event description:
It was reported that the patient called to report he was told in the emergency room that his battery needed replacing. He also indicated that his arm was "numb." He inquired if the numbness was because the battery was dead? Follow up with the physician office indicated that the device was replaced due to normal elective replacement indicators (eri). It was also reported by the physician office that the numbness could have been due to the device, but they were "not positive." No patient complications were reported as a result of this event.

Event description:
It was reported that the patient called to report he was told in the emergency room that his battery needed replacing. He also indicated that his arm was "numb." He inquired if the numbness was because the battery was dead? Follow up with the physician office indicated that the device was replaced due to normal elective replacement indicators (eri). It was also reported by the physician office that the numbness could have been due to the device, but they were "not positive." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.